Event description:
It was reported that the patient's device needed to be repositioned and needed an MRI. No further information was reported. No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69918, implanted: (B)(6) 1999, product type: catheter. (B)(4).